Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Information was received that reported a patient was hospitalized in late 2008, due an incident of diabetic ketoacidosis. The report states the patient had been "sick for several days" the patient did have a white blood count of 26,000 at the time of hospitalization. The patient initially became ill the day before. At that time her blood glucose was >400 mg/dl. She was brought to the hospital on original date, when her blood glucose was "high" per her meter. Upon admit to the hospital, her blood glucose was 800 mg/dl. She was treated with IV fluids and insulin. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.